Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thick leaflet for a mitraclip procedure. During the procedure, clip jumped open during the first established final arm angle (efaa). Trouble shooting was performed but clip reopened. Clip was replaced and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.